Manufacturer narrative:
(B)(4). Concomitant medical products: 00672800500, pe acetabular liner standard 28 mm, 55205700, 00662406540, bone screw self-tapping 40 mm length 6.5 mm dia., 12841400, 00661005202, f/m acet shell 52od w/hle, 13529200, 00662406525, bone screw self-tapping 25 mm length 6.5 mm dia., unknown, 11020130, bone cement, 76341708, 9026-26, femoral head, 14289808. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00007.

Event description:
It was reported that the patient's right hip was revised approximately thirteen years post-implantation due to wear. During the procedure, a femoral graft was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of the provided op notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a right total hip arthroplasty approximately thirteen years prior. The patient was revised due to liner disassociation, metallosis, pseudocapsule and bone loss. During the revision, it was found the liner was completed subluxed in inferior and the head was rubbing on the shell. Pseudocapsule directly to the femur was removed and metallosis affected tissue was removed as well. Although there were bone loss along the cup and stem, the cup and stem were well fixed with more than 80% fixation. Bone graft was applied to the femur. The liner and head were removed. A new liner was cemented into the cup as the locking mechanism was non-functioning. Attempts to obtain additional information have been made; however, no more is available.